Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using the neoplastin reagent. At 8:15 am, the customer tested by fingerstick on the meter and the result was 2.6 inr. Within minutes the customer had a lab test and the result was 1.2 inr. The customer has a therapeutic range of 2.5-3.5 inr. The customer is not anemic and has no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no new medication, no diet changes, no new illness and no symptoms of bleeding or bruising. There was no adverse event. The customer's meter and strips were requested for investigation and replacement product has been sent. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.